Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, upon initial port entry, the device valve seal disengaged. The scope was put down the inner port seal when it was noted that the seal was broken and become detached. The device was removed from the patient and a new device opened and used successfully. There was no patient injury.